Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms which were reproduced while running a loaded set. The false messages were confirmed through review of the event history log and were found to be caused by continuity on the upstream sensor flex. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message in intermediate care area. It was also reported there was no patient involvement.